Event description:
While moving a patient from the or table to the hill-rom stretcher, the top section of the mattress on the stretcher pulled away and slid off from the stretcher frame. The patient's head was being supported so she was not harmed. There is velcro underneath the other stretcher cushions, but not under the head stretcher cushion. This could potentially cause harm to a patient if the head cushion comes off and the patient hits his/her head on the metal frame.